Event description:
Procedure type: laparoscopic choledocholithotomy. According to the reporter: in use, it was found that the insulation part was exposed from the black outer cylinder and was melted and malformed. Another device was used to complete the procedure. No bleeding occurred. Nothing fell into the patient cavity. No tissue was damaged. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).